Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the universal porting block was found to be broken. The device's universal porting block was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.